Manufacturer narrative:
The device was repaired and placed into stock at the manufacturer.

Event description:
It was reported that the vector calibration device disassembled at the healthcare facility, during cleaning after having been used in a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the vector calibration device disassembled at the healthcare facility, during cleaning after having been used in a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the vector calibration device disassembled at the healthcare facility, during cleaning after having been used in a surgical procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The report regarding this event was filed in error. The vector calibration device is intended to be used to either recalibrate previously calibrated navigated instruments or to calibrate adapted instruments. In order to be able to use the device, calibration must be validated as successful. If validation failed, the software will indicate the deviation and advise that the instrument requires a new validation or, alternatively, calibration, so it would be noticeable to the user. Additionally, the vector calibration device is used only on the back table, not in the vicinity of the patient. Therefore, it would never come into contact with the patient. In the past, this type of malfunction for this product has not caused or contributed to a death or serious injury. Therefore, it is not likely that if this malfunction were to recur that it would lead to a death or serious injury.